Event description:
It was reported that the target lesion was located in the proximal left anterior tibial artery with heavy calcification. The armada balloon was used for pre-dilatation of the lesion. The balloon did not fully cross the lesion. The balloon was inflated and ruptured during the first inflation at 2 to 3 atmospheres. There was no resistance during retraction of the device. No other devices were able to cross the lesion and the procedure was concluded. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, functional, and sem imaging inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.